Manufacturer narrative:
It was reported "the surgeon was performing a knee arthroscopy. He had made 1 incision, had the camera in the knee and during the second incision is when the blade broke in half. He had to use the camera and additional instrumentation to locate the tip of the blade". The piece was removed and no additional injury was reported. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
Blade broke in half.